Event description:
It was reported that during testing at the user facility, the plastic cover on the tip melted. No medical intervention and no adverse consequences were reported with this event. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing at the user facility, the plastic cover on the tip melted. No medical intervention and no adverse consequences were reported with this event. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.